Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The architect generated (B)(6) results of (B)(6) and (B)(6). An external laboratory generated (B)(6) results for the patient (method unknown).

Manufacturer narrative:
This report is being filed on an international product, arch hbsag, (B)(4), that has a similar product distributed in the us, arch hbsag, (B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of a retained kit, a search for similar complaints, and a review of labeling. There is no information available on the alternative assay used at the reference laboratory and there is no information as to whether confirmatory testing was performed. In the absence of return patient sample for testing it is not possible to determine possible reasons for the discrepancy observed. An active calibration curve was generated using a retained kit of arch hbsag qualitative reagent lot 05127lf00, and controls met package insert specifications. Therefore, all validity criteria were met. The architect hbsag qualitative reagent lot 05127lf00 detected the same first (B)(6) bleed of the seroconversion panel as the historical data. Therefore, all acceptance criteria were met. Architect hbsag qualitative reagent lot 05127lf00 appears to be performing acceptably. No adverse trends relevant to the complaint issue were identified. Labeling was reviewed and found to be adequate. The complaint investigation has concluded that reagent 01p97 lot 05127lf00 is performing acceptably, and no product deficiency was identified.